Event description:
During a cerebral angiogram, transarterial intracranial thrombectomy of the left mca artery, md had to access the thrombus via the left carotid artery. The aspiration cath could not be withdrawn, the microcatheter & wire became immobile. After many tries, the wire was removed & appeared to have been sheared within the catheter. X-ray revealed that the aspiration cath had become kinked at the opening of the sheath & could not be removed. The microcatheter & remnant of microwire were immobilized at the bend of the aspiration cath in the carotid artery. A carotid cutdown was done to remove the sheath with the damaged catheter & wire remnant to be removed in one piece. The kinked cath was device #3, the penumbra, inc cat# (B)(4).